Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 72-year-old male patient presenting for acute myocardial infarction and cardiogenic shock. During ecpella support, the patient showed evidence of hemolysis. To treat the hemolysis, the patient was administered haptoglobin and transfused 2 units of blood product daily for a total of 24 units. Patient support was maintained throughout the event without further issue.